Event description:
It was reported that while maneuvering the bed, a nurse became pinned up against the wall due to the weight of the bed and required multiple nurses to assist in moving the bed away from the wall. It was reported the nurse received medical intervention although no further details related to an injury or treatment have been provided at this time.

Manufacturer narrative:
The user facility did not respond to stryker's attempts for further information regarding the reported malfunction and injury.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that while maneuvering the bed, a nurse became pinned up against the wall due to the weight of the bed and required multiple nurses to assist in moving the bed away from the wall. It was reported the nurse received medical intervention although no further details related to an injury or treatment have been provided at this time.